Manufacturer narrative:
On 10-dec-2020, mentor received additional information regarding the date of implantation and date of explantation. The date of implantation and date of explantation were (B)(6) 2014 and (B)(6) 2020 respectively. The relevant fields have been updated. It was found that the incorrect statement regarding the date of implantation was included in the initial report. Manufacturer's reference number: (B)(4) on the initial report, there was a statement regarding the date of implantation, "the date of implantation was estimated as (B)(6) 2020 based on available information". However, it was actually the date of explantation that was estimated as (B)(6) 2020, not the date of implantation.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with two unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including neck and back pain, insomnia, decreased libido, dry eye, asthma exacerbation, fatigue, brain fog, migraine, increased menstrual period that resulted in hysterectomy, and gi issues. No device issue such as was reported. The root cause of the patient¿s symptoms is unclear. The patient stated that lab work result (unspecified) was normal. As a result, the patient underwent bilateral removal without replacement in 2020. The patient stated that some of her symptoms, including neck pain, started to go away after the explantation surgery. The date of implantation was estimated as (B)(6) 2020 based on available information. Since no contract information was provided, mentor was unable to follow up for further clarification. This report is for the right-sided prosthesis.